Event description:
A distributor office found the outer label of a screw indicated that it was a 55mm screw; however, the screw inside was a 50mm screw. The distributor also found that the outer label of another screw indicated that it was 18mm when the screw inside was 14mm. These were not noted during a procedure and there was no patient involvement.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
Investigation into this issue is ongoing. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01184 & 01185).